Manufacturer narrative:
Laboratory analysis of the oxygenator's heat exchanger revealed it was partially occluded with the brazing material used to weld components of the heat exchanger together. This reduced the available surface area for heat transfer causing reduced heat exchanger efficiency. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. Based on investigation of the cause of this incident, a formal field notification was issued to all affected customers.

Event description:
The perfusionist had difficulty rewarming the patient at the end of the cardiopulmonary bypass procedure. It took and additional 20 to 30 minutes to bring the patient's temperature up to 37 degrees c.